Manufacturer narrative:
5076 lead implanted: 18-mar-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead defibrillation impedance rose and triggered an alert for an out of range high m easurement. The lead remains in use. No patient complications have been reported as a result of this event.